Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. No additional info is expected. (B)(4).

Event description:
A surgeon reported that during a cataract surgery the main incision suffered a corneal burn with wound leakage. The event occurred in the left eye (os) during the last core segment removal (1/8 of initial core) and lasted 5 seconds. The surgeon also reported that the pt was not hospitalized as a result of the event. Nylon sutures were applied (7 sutures) and therapeutic contact lenses prescribed. The surgeon also reported that there was anterior chamber swallow/collapse that lead to hyphema and intense postoperative fibrinoid reaction by iris prolapse of the intraoperative damaged zone. There was also corneal opacity that resulted in corneal ectasia. Additional surgical intervention was required on (B)(6) 2014 as a consequence of the incomplete closure of the corneal burn's main incision. In the days following surgery the pt had an important inflammation in the anterior chamber. Seidel was negative until 1 week after this surgery, where it started to filter and a corneal dellen was produced in that zone. The main incision was re-sutured and was covered with conjunctive seidel was negative up to the date of this report. Per surgeon the pt's visual acuity remained the same as before cataract surgery because it didn't have refractive finality, only hypotensive. The surgeon also recommended watching the angular post-surgery reaction and proposed a glaucoma filtering surgery depending on the results obtained. The surgeon also reported that there was no occlusion bell during the procedure. The core wasn't hard and the surgeon reported to work with low parameters. The surgeon also confirmed the irrigation worked properly throughout the procedure. Nothing unusual happened until the moment the surgeon stopped having good visualization due to corneal opacity. Additional info was received from the surgeon who reported that the anterior chamber replacement with viscoat was needed due to positive seidel 72 hours after the additional surgical intervention. The surgeon also reported the pt had several valsava (severe cough) episodes the day before. After this event and up to date, the anterior chamber is wide, the ocular pressure is 15 mm hg and the seidel is negative. Additional info has been requested but not received to date.